Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the resection electrode exhibited that the electric cutting loop tube sheath was loose and could be pulled out. Also, there are burn marks inside the plastic tube sheath of the inner core and the inner core was melted near the optical viewing tube mounting bracket. There was no patient involvement.